Event description:
It was reported that a minivav valve 10 (#fv660t) was implanted. According to the complainant, the valve caused an underdrainage / blockage. The patient underwent a revision procedure. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: due to the blockage, it was not possible to take a measurement on the computer test bench. Internal inspection: after dismantling of the valve, organic deposits were found in mininav. Result : according to the investigation results, a blockage was detected. The visible deposits have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We would like to point out, that testing dry products is of limited value. Dry residues of organic material can falsify the test results. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a minivav valve 10 (#fv660t) was implanted. According to the complainant, the valve caused an underdrainage/blockage. The patient underwent a revision procedure. The complained product was not yet sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.